Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies, followed by loss of lock. The patient was seen by a company representative for device evaluation. Testing performed confirmed the device was not functioning. Surgery to explant the patient's device is to be scheduled.